Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 22mm amplatzer septal occluder was selected for implant. During procedure, after the delivery system was passed through the puncture site, cobra deformation of both discs were observed. The deformations persisted despite attempts to correct the issue. The patient was sent for surgical closure due to unavailability of the same sized device. No patient consequences were reported.

Manufacturer narrative:
The reported event of "cobra deformation of both discs were observed" could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note, per the amplatzer septal occluder instructions for use, artmt600034451 revision c "warnings: do not release the device from the delivery cable if the device does not conform to its original configuration or if the device position is unstable or if the device interferes with any adjacent cardiac structure, such as superior vena cava (svc), pulmonary vein (pv), mitral valve (mv), coronary sinus (cs) or aorta (ao). Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device."